Manufacturer narrative:
UDI: (B)(4). A visual examination of the spyscope ds device found that the catheter was kinked in several locations of the distal end. Functionally, the device initialized and displayed a live image which was blurry, and the field of view was obstructed slightly by the protruding working channel sleeve. The lens was found to be dirty. The lens was cleaned and the working channel sleeve was moved and the image quality improved. The working channel sleeve extended from the distal cap when received; it was pinched flat on the distal end. The distal tip would not articulate properly likely due to the kinked catheter. The distal tip was not loose. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed freely through the working channel until the distal end of the pinched working channel sleeve where resistance was felt. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. There is no indication the device was not properly assembled during manufacturing. The complaint was consistent with the reported event of working channel sleeve protruding. Based on all gathered information the investigation fails to determine a definite root cause. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it appeared that the image from this spyscope ds was not clear. After a moment of having an unclear image from this device, the physician then removed the device to check it; however, it was noticed that the distal end has damage, which appeared to be not round anymore. A second spyscope ds was used which worked perfectly; however, the procedure was interrupted as the spyglass ds controller shut down. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it appeared that the image from this spyscope ds was not clear. After a moment of having an unclear image from this device, the physician then removed the device to check it; however, it was noticed that the distal end has damage, which appeared to be not round anymore. A second spyscope ds was used which worked perfectly; however, the procedure was interrupted as the spyglass ds controller shut down. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.